Manufacturer narrative:
On (B)(6) 2022, nakanishi received an email from the distributor stating that the distributor had no intention of returning the device involved in the event or disclosing any further information, including information about the patient. Due to the device not being returned from the distributor, nakanishi examined the device history record (DHR) for the subject x95l std device serial no. (B)(4). As a result of the examination, nakanishi found that the DHR indicated than no problems occurred during manufacturing and testing of the subject device.

Event description:
On (B)(6) 2022, nakanishi received a letter from a distributor (dentalez inc.) About a patient's burn injury. Details are as follows: the event occurred on (B)(6) 2022. The dentist was performing a crown preparation on tooth #5 of a patient using the x95l std handpiece (serial no. (B)(4). During the procedure, the handpiece overheated, and the patient received a burn injury. The dentist became aware of a blister on the inside of the patient's lip when the patient jumped and stated that it felt hot. No medical intervention was required for the injury.